Manufacturer narrative:
Date of report received: 07 jun 2019. MFR received date: 06 jun 2019. A gas delivery system (gds) assembly was returned for further analysis. A visual inspection of the returned component, noted no anomalies found. The gas delivery system (gds) then installed to the fi test ventilator in attempt to replicate the reported issue. Functional tests were performed and resulted in the airflow sensor drift, causes the unit to pass out of the specified range. The (u1) component in the airflow sensor subsystem was determined to be the root cause. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20feb2019. (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that a v60 ventilator failed the air flow test. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.

Manufacturer narrative:
MFR site: updated contact name. Date rec'd by MFR: 8feb2019. The service engineer (se) inspected the device and verified the reported issue. The se replaced the flow sensor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.